Event description:
It was reported that there was varying impedance, fast non-sustained tachycardia episodes, and a lead integrity alert was triggered approximately one month after the implant of the device and right ventricular lead. The physician suspected a loose setscrew. The setscrew was ¿fixed¿ and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The criteria for the right ventricular lead integrity alert (lia) were met and oversensing due to non-physiologic signals/sic (sensing integrity counter) was also indicated. The analysis of the device memory revealed 110 of 332 lifetime ventricular sic had occurred since (B)(6) 2013 and 3 non-sustained tachycardia (nst) and 5 "lfp" episodes of less than 220 ms v-v cycle were recorded between (B)(6) 2013 and (B)(6) 2013. A lia triggered on (B)(6) 2013 (2 days after implant) and (B)(6) 2013 due to meeting the conditions for nst and v-sic. An out of threshold sub threshold lead impedance alert was recorded on (B)(6) 2013. The maximum ventricular bi impedance increased from an approximate baseline of 650 ohms to greater than 4,000 ohms the week ending (B)(6) 2013.